Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access obtained via the right radial artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced to the target lesion for pre dilation. The nc quantum apex balloon was inflated to 10 atms. During the second inflation at 12 atms, a balloon rupture occurred. The nc quantum apex balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).